Manufacturer narrative:
Due to character limitation in e1 for initial reporter, event site name, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) showed power up fault code 3. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) reported that the unit alarmed power up test code #3, the fse was unable to calibrate the drive regulator, and as a precautionary measure, replaced the scroll compressor (0119-00-0236) and motor control board (0670-00-1159). The replacement scroll compressor had an out of box failure and after replacement, the unit passed all functional and safety tests. The failure analysis and testing dept. Received part number 0119-00-0236 and pn 0670-00-1159 with a reported unit failure of a power up fault code 3. 0119-00-0236 was reported as an out of box failure. The fat performed a visual inspection and found part number 0119-00-0236 to have a damaged wire at one of the connectors. Confirmed this part was faulty. Probable root cause is a supply chain handling damage. The fat installed pn 0670-00-1159 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g6, h2, h11. Corrected fields: g3 (date received by mfg). Correct g3 date (date received by mfg) for follow no 2 is 18 june 2025.